Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the active metal tip fell off the device. This happened when the surgeon had only a little of the vaginal cuff left. There was no malfunction sign on the generator. The blade was discovered missing while the nurse was cleaning it. After an hour and a half of searching for it via laparoscope, CT scans and a magnet, it could not be located. The surgeon is not sure if it broke inside the patient. A new device was opened and used to complete the procedure. The patient was reported to be recovering without incident. One device will be returned.

Manufacturer narrative:
(B)(6). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.